Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998. The catheter was replaced in 1998. The pt was receiving baclofen intrathecally for intractable spasticity related to multiple sclerosis. Ten days after replacement of the catheter, the pt underwent explantation of the second catheter due to e. Coli meningitis. Details on the pt's acute illness course, interventions, and pt outcome are unknown. A follow-up report will be sent when further details are known.